Event description:
The customer stated that her blood glucose readings had been 100mg/dl higher than usual. While troubleshooting, she performed a control test and received a result of 200mg/dl. The normal control range was not provided, but should be around 90-123 mg/dl. No adverse events were alleged. The customer did not have any test strips left after preforming a control test, so no product will be returned.